Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed and overheating was also noted. Further investigation revealed corrosion within the motor. A DHR review conducted showed that the device met specifications when it was released. It is not possible to determine the exact cause of the failure, but according to the service notes, corrosion within the motor is the likely primary cause of the failure. The parts were replaced and the device repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair and it overheated during the quality investigation testing. There was no patient involvement and no adverse event was reported.